Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate plus profile 500cc saline catalog: 3502500 lot: 7568847 sn: (B)(4) and (right) mentor smooth round moderate plus profile 500cc saline catalog: 3502500 lot: 7570134 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. A rent was discovered within one of the creases on the posterior view measuring less than 0.1 cm. A second rent was observed on the anterior view measuring 3.9 cm. Microscopic examination of the rent b edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rents and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rent b edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 500cc saline catalog: 3502500 lot: 5948538 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 500cc saline breast prostheses. Deflation of the left breast prosthesis was identified. As a result, the patient underwent removal on (B)(6) 2018.